Manufacturer narrative:
DHR was reviewed, and the pump passed all previous tests. There are no previous complaints on this device. This pump underwent routine maintenance testing by "intuvie" provider where it was detected the pump's performance fell outside the acceptable range for the flowrate %. Consequently, it necessitated an adjustment to the pump's flowrate %. This adjustment was made from the original threshold pre-rework 6, post-rework 1. It was confirmed the recalibration addressed the issue successfully.

Event description:
On 04/08/2024, during the preventive maintenance (pm), the device was reported to have a flow rate offset issue.